Event description:
Customer reported he was experiencing low blood glucose of 38 mg/dl. Customer called her doctor and doctor informed her to call in. Customer stated she was 60 to 65 mg/dl all day. Customer's blood glucose was 42 mg/dl and ate candy and now it was 75 mg/dl. Customer reported the drive support cap was sticking out. Customer stated she was disconnected during priming and she had learned her lesson from previously priming when connected. Customer stated she kept bottoming out. Reservoir and insulin pump displayed the same amount of insulin. The device was not exposed to an MRI. Customer stated her device hit the side of the table. Customer does not recall pressing in the drive support cap. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.